Event description:
It was reported that during an unk procedure, the generator cannot power on. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found internal contamination caused the holster to stop communication with the control module. To correct this issue, the analysis site replaced the flex circuit, two drive shafts, two bushings, the bottom motor and the power cable. Per the service manual, service tests were performed with the unit passing all tests. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.